Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing discomfort at the ipg site and would like pocket to be moved from her flank area to her abdomen. The patient underwent a revision procedure wherein four extensions were added. The patient was reportedly doing well postoperatively.